Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products, and an evaluation of the returned devices. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. The pin of the extension knob assembly was also out of position. Functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the out of position pin of the extension knob assembly, the reported condition was confirmed. A review of the device history records indicates these device lot numbers were released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4): device was returned 02/04/2016 (electronic form will not save date).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy procedure, the orvil was sutured in place the eea stapler was attached to the orvil the "click" sound was heard and the stapler was closed the stapler was fired and reportedly no crunch noise was heard. When the stapler was opened there was one full doughnut and one half doughnut the surgeon used 2 movements when the stapler was fired, not the recommended one plastic to plastic movement. Surgical time was extended by more than 30 minutes, there was no blood loss of more than 500cc. There was extension of the incision by more than 1 inch. No tissue was caught on device.